Manufacturer narrative:
(B)(4). The returned radial jaw 4 pulmonary biopsy forceps was analyzed, and a visual evaluation noted that both pull wires were broken apart from the eyelet holes, and one of the pull wires had a segment that was completely detached. A functional evaluation was not performed due to the device condition. Based on the available information, it is possible that anatomical or procedural factors encountered during the procedure, such as manipulation during the procedure or the device encountering too much force, could have resulted in the pull wires breaking and detaching. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps was used during a biopsy procedure performed in the bronchial tube on (B)(6) 2020. According to the complainant, during the procedure, the jaws of the biopsy forceps were found to bent when it reached the target area. The procedure was completed with another radial jaw 4 pulmonary biopsy forceps. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of pull wire detached/separated.